Manufacturer narrative:
On (B)(6) 2021 customer alleged insulin pump had a blank display. The insulin pump had minor scratched display window, scratched case, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. The insulin pump had blank display. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to blank display. Unable to perform the insulin pump history download using thus due to blank display. However, using a test electrical board 1 and the original electrical board 2 the insulin pump was able to power up properly. The insulin pump was able to download successfully using thus. Power management graph was successfully generated. The power management graph was abnormal. No pump error 25 noted in the pump trace download. No unexpected low battery alert noted in the pump trace download. The previous low battery alarms was on (B)(6) 2021 at 21:20:00.000 and on (B)(6) 2021 at 20:16:00.000. No unexpected power loss alarm noted in the device trace download. The previous power loss alarm was on (B)(6) 2020 at 09:11:47.000 and on (B)(6) 2020 at 21:40:33.000. No unexpected replace battery alert noted in the device trace download. The previous replace battery alert was on (B)(6) 2021 at 05:47:00.000 and on (B)(6) 2020 at 22:42:00.000. No replace battery now alarm noted in the device trace download. The replace battery now alarm was on (B)(6) 2020 at 23:13:00.000. The insulin pump had blank display, problem isolated to the electrical board 1. The power management graph was abnormal, problem isolated to the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that the display was not blank for less than 30 seconds and did not returned. Insert battery alarm did not displayed on the insulin pump screen. Customer stated that the display did not returned after insulin pump got restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.